Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor in use with the freestyle librelink application. Customer received high readings and self-treated with insulin (does/type unspecified), and one hour later he experienced a loss of consciousness. Customer had contact with an hcp who provided intravenous glucose for treatment of hypoglycemia. A sensor scan result of 16 mmol/l was compared to an hcp meter reading of 11 mmol/l, however it is unspecified when the reading was obtained in relation to the provided treatment. There was no report of death or permanent impairment associated with this event.